Event description:
The customer reported that the system would intermittently display a communication error message and lock-up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system interface board was replaced, and the transformer was retapped. The system was then found to be operating as intended.